Event description:
It was further reported that the patient had a history of a bladder neck problem and retention. The laser had no effect on this problem".

Manufacturer narrative:
The replacement resonator was shipped to the facility. The resonator was replaced in xps60130 and the laser is working satisfactorily now.

Event description:
It was reported that just before finishing a bph surgical procedure "error 211" was noted. Switched off the laser and switched back on but the error was not cleared and the laser did not pass the self test. The surgery will be rescheduled. Patient outcome: "the patient has bladder neck problem and has retention; problem will be rectified after laser is repaired" reported.